Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 29 mg/dl. The customer had laid down for a nap but would not come out of the nap an hour later. The customer was treated with glucose gel and orange juice with sugar. However, the customer was not able to come out of her low blood glucose episode. The customer was sweaty. Troubleshooting was declined. The customer later explained that her blood glucose had been ranging from 200 mg/dl to 500 mg/dl. The customer could not confirm the cause of the varying blood glucose levels that she was experiencing. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.